Event description:
It was reported that during a laparoscopic hand assisted sigmoidectomy procedure, the device tore when attaching port. No part of device fell into patient. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(6). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the hap02 device was received with the iris seal torn. The initiation site appeared to be adjacent to the o-ring and migrated approximately 270º around on the upper inner seal ring, and then it propagated toward the lower seal ring. However, it could not be determined what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.